Event description:
A pt with sickle cell came in on an emergency and was put on a pca. The pt had no distress, although pt had a brief shortness of breath. Pt was on one syringe (morphine 50 mg/ml) for one day. A second syringe was started at approx. 1600 8 days prior to event date. At approx 0545 7 days prior to the event date, the pt was found to be unresponsive and expired. According to the dir. Of pharmacy, there was approx 1-1/2 hours between nurse observations. The customer does not feel that the death was related to the pump. The doctor stated the dose was half of what the pt was used to. The history did not seem to show that there were requests for boluses. According to the customer, there was no appearance of an overinfusion having taken place.